Manufacturer narrative:
A follow -up medwatch will be submitted when additional information becomes available.

Event description:
Discovered during pm. Rotaflow is not reading flow. (B)(4).

Event description:
Complaint# (B)(4). During preventive maintenance the rotaflow was not reading flow.

Manufacturer narrative:
The rotaflow console was investigated from the maquet service technician with the summary report# (B)(4) on the 2019-11-19: failure description: not reading flow. The service technician could not repeat the problem. Function checked per service manual. All tests passed see service order report# (B)(4) from 2019-11-19. Additionally the 701017188 battery pack was replaced. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.